Manufacturer narrative:
Insulin pump monitored for several days and no blank display noted. Device received with all operating currents within specific and passed a21 error test and displacement test. No unexpected battery out limit alarm anomalies noted. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer¿s wife reported via phone call that the customer experienced high blood glucose level. The customer¿s blood glucose level was 400 mg/dl. Customer's wife also reported blank display. The customer was assisted with troubleshooting and the display did not return. Customer stated that the contacts on the battery cap were not missing or damaged. Customer stated that the battery compartment was neither damaged nor corroded also the spring was neither damaged nor corroded. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The device will be returned for analysis.